Manufacturer narrative:
Correction: b2 hospitalization - initial or prolonged changed from "no" to "yes", b3 (unknown admit date) upon receipt of additional information, it was determined that the event reported in MFR 2937457-2021-01828 had no patient identified and the cycler belonged to the acute center, and is not a reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-01828.

Event description:
It was reported a hospital nurse contacted fresenius technical support for air detected in cassette warnings in drain 0 for a hospitalized patient utilizing the liberty cycler. During the call the cycler moved forward to fill 1 with no further alarms. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported a hospital nurse contacted fresenius technical support for air detected in cassette warnings in drain 0 for a hospitalized patient utilizing the liberty cycler. During the call the cycler moved forward to fill 1 with no further alarms. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.